Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead; model#: sc-4318, serial #: (B)(4), description: clik x anchor.

Event description:
A report was received that the patient had an infection at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patients symptoms were red and swollen ipg site. It was believed that the infection was not device or procedure related. It was unknown if the patient was prescribed antibiotics and if culture was taken. The patient underwent an scs system explant procedure. No further information could be obtained. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. The patient will undergo an explant procedure.